Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a bilateral inguinal hernia coincident with peritoneal dialysis (pd) therapy. The event was manifested by swollen testicles. The patient was not hospitalized for the event. The patient had outpatient bilateral inguinal hernia repair surgery twenty four days post event onset. The cause was reported to be due to peritoneal dialysis fluids were leaking into his scrotum; however, it was reported the bilateral inguinal hernias were congenital and worsened with pd therapy. On an unknown date, peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis therapy. At the time of this report, hemodialysis remains ongoing. Outcome of the event is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.